Event description:
"S/p bilateral sq mastix's for cancer with fcd. Had bilateral implant reconstruction (no records - unknown type, etc) other than being firm, had no complaints of until approx 3 yrs ago when developed a right area on right breast with scab on nipple, pulled this off and the next am the implant was coming out. The lt had been smaller, softer, and more painful for 2 1/2 hrs. No h/o trauma. In addition in the last 6 mos has developed progressive systemic sx's including arthralgias/myalgias (positive am stiffness), paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturbances, adenopathy, uri's, hot flashes/sweats, ha's, visual changes, memory loss, sicca, hair loss, rashes, sens sun/cold (positive raymaud's)/chem, sob/cough, cp/costochondritis, choking sensation, decreased thyroid, increased cholesterol, wgt gain, gi/gu disturbances and easy bruising. Pt is otherwise healthy."